Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2011-82059.

Event description:
It was reported that the customer passed away due to acute respiratory failure and diabetic coma. The caller stated that she noticed insulin all over the customer's pants when he was being taken to the hospital by paramedics. The caller did not have the insulin pump with her, but she agreed to return the supplies for analysis. Nothing further was reported.